Event description:
It was reported that during a lead implant procedure, inadequate capture issue and an unspecified sensing issue was observed on the lead several times while attempting to do lead insertion. Physician elected to use a new lead to have better success rate with a fresh helix that was not extended several times. Lead was discarded and a new lead was implanted with good values. No further information available.